Event description:
On (B) (6) 2000, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At this time the patient was enrolled in an investigational device exemption study for these devices to treat an abdominal aortic aneurysm. On (B) (6) 2010, the patient had a computed tomography that revealed the gore excluder aaa endoprosthesis trunk-ipsilateral leg component had migrated distally 4cm and had separated from the previously implanted aortic extender components. A type iii endoleak was noted. On apr(B) (6) 2010, the patient was implanted with one medtronic talent bifurcated stent graft. The talent stent graft was inserted inside the previously implanted gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Devices implanted and related to this event include: pc280300/(B) (4), pc280300/(B) (4), pc260300/(B) (4).